Manufacturer narrative:
The malfunction was duplicated and evaluation of the device logs found that language software installed had become corrupted. The software was re-installed to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional tetsing the device inappropriately shuts off after partial boot cycle. Complainant indicated that there was no patient involvement in the reported malfunction.